Event description:
The complaint was reported as: the customer alleges that the distal end of the inspiratory limb of the circuit came off easily. No report of a patient injury.

Manufacturer narrative:
One picture of the unit of catalog number 780-23 (circuit, pediatric, single htd limb w/wate) was received for analysis. It was visually inspected and it is detected that the corrugated tubing p/n 10668-03 (corrugated tubing, 15 mm, 60 l) is separated from the connector p/n 10663 (connector, tee, ported, caged, 15 mm od x 1), being that these two components are assembled into the final product. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02b1201357 has been reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the components of the sample involved in the incident. If defective, sample becomes available at a later date, this complaint will be re-opened.